Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and varying impedance. The lead was removed and a new lead was implanted. It was further reported that the device had a grommet/setscrew problem yielding in a temporary high rv lead impedance measurement. The grommet/setscrew problem was revised during lead replacement with the device remaining in use with the newly implanted rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
The device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.